Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an receiver reinitialization issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. Functional tests were performed and passed all relevant testing. Functional test; serial number verification was performed and failed. An internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information. H11: additional information.